Manufacturer narrative:
Approximate age of device ¿ 5 years 1 months 10 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the patient's ldh escalated from the 400's to 1816. The patient was started on bicarb and heparin. Additional information was requested but not provided.

Manufacturer narrative:
Section d4: additional information section h4: additional information manufacturer's investigation conclusion: a direct relationship between the device and the reported hemolysis could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The pump was set to a fixed speed of 9600 rpm and operated above the low speed limit of 9200 rpm for the duration of the log file. The log file recorded a low flow alarm on (B)(6) 2019 at 8:24:08 pm when the patient¿s calculated flow dropped below the low flow threshold of 2.5 lpm. The flow appeared to return to baseline following this event and remained above the low flow threshold for the remaining duration of the submitted log file. There were no atypical alarms and the log file appeared to show the system operating as intended. The account reported that the patient experienced elevations in their ldh up to 1816 from their baseline 400 range. The patient was started on bicarbonate, heparin, and was pending an echo. Multiple attempts for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.